Event description:
It was reported that balloon rupture occurred. The target lesion was located in a shunt in the moderately tortuous and severely calcified vessel in the left forearm. A 6.0mmx40mmx40cm sterling balloon catheter was advanced for dilation. However, on initial inflation, the balloon ruptured. The device was removed and the procedure was completed with a different device. No patient complications nor injuries were reported.